Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the all channels of the device tested positive for staphylococcus hominis (1 cfu/endoscope) and staphylococcus epidermidis (1 cfu/endoscope). There was no report of infection associated with this report. The device was returned to olympus france s.a.s. (Ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). In addition, gram-positive bacteria (bacillus) were detected in the sample. The testing result cleared the french guideline. Ofr made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. From the following investigation results, olympus medical systems corp. (Omsc) could not determine the association between the reported event and the device. From the inspection result of the device, it was confirmed that the device needed repair, but its relevance to the reported event was unknown. The location where the bacteria were detected was unknown. Samples were collected from all channels after olympus reprocessed the device according to the instruction manual. The result of the sample culture test was negative. The instruction manual states the reprocessing process. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the second report and provide additional information. According to additional information provided by olympus france s.a.s. (Ofr), the result of microbiological testing of the device by the third party laboratory was incorrect. Correctly, the sample collected from all channels tested positive for unspecified microbes (<1 cfu/endoscope) and no gram-positive bacteria (bacillus) were detected. The testing result cleared the french guideline. In addition, the device was evaluated at ofr. As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was peeled off. The air valve unit was rotated. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.